Event description:
The customer reported that her insulin pump had no audio tones and did not vibrate during tone check and self test. Installed new battery, but no audio tones/beeps hear or vibration perceived. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.